Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: t20 closed polyaxial screwdriver (x2). Product code : 2797-18-100. Lot/batch/exp: gm3752301. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? Yes. Event outcome/how was it managed? Screws were eventually placed using another t20 screwdriver. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes- please note this is loan kit ((B)(4)). Please give a detailed explanation of the event: the surgeon was attempting to place the screws with the drivers on the sacro-pelvic set. As he did this the driver kept slipping in the head of the screw and finally the head of the screw snapped. After persistence and applying greater pressure on the screw with another driver the screws were placed. It should be highlighted that both of the drivers on the set caused this issue. During a procedure the surgeon had great difficulty placing the screws with these drivers. Please note that the bone quality of the patient appeared to be extremely dense. There was sufficient amount of torque being placed on the screw and the screwdrivers. As a result the screw head snapped and the head of the screwdrivers was damaged. I would strongly suggest that the drivers are removed from circulation immediately for inspection. I¿m concerned that if this loan set is released again that patient safety could be compromised!